Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information: the accessories used for reprocessing were normal. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an issue with air and water flow due to foreign objects clogging the nozzle. Due to this clog, the air supply volume did not meet the standard value. Additionally, the water removability did not meet the standard value due to this clog. These findings were due to insufficient cleaning or reprocessing of the scope. Upon further inspection, it was observed that the scope had an irrigation error. It was observed that water tightness was lost due to a crack on the scope connector cover and due to wear of the zoom lever. It was also observed that the plastic distal end cover had a dent due to handling. It was observed that the adhesive around the: light guide lens, objective lens and around the bending section cover was white-clouded due to deterioration caused by the cleaning sterilization and disinfection (cds) method or other handling issue. It was also observed that the adhesive on the bending section cover had a crack and a chip due to chemical or physical stress. It was observed that the connecting tube had a cut due to a handling issue. It was also observed that universal cord had a wrinkle. It was observed that scope connector and the light guide lens had a crack. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by stress during reprocessing. Lastly, it was observed that the following unit components had a scratch due to damage or deformation caused by physical stress or handling: switch 3 and 4, plastic distal end cover and on the protector of the universal cord on the control section side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a clogged nozzle causing air and water flow issues. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during peruse inspection. The investigation is ongoing. A final report will be submitted upon completion of the investigation.